Event description:
A malfunction alarm related to altitude was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer confirmed regular maintenance of the pump and was advised to place the pump in storage mode before returning it. The pump was under warranty, and tandem technical support arranged for a replacement to be shipped. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy.